Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, head, sleeve & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup, head and stem. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although cobalt and chromium levels were reported at 2.6 and 1.2 respectively, corrosion fluid as well as the necrotic fibrinoid synovial lined tissue are consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Heterotopic ossification was noted proximal to the greater trochanter and confirmed via x-ray and noted intraoperatively. Based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.